Manufacturer narrative:
Eitan medical has conducted attempts to receive the event log of pump, as well as the pump itself, for investigation. To date, only the event log has been received and is currently under investigation. Event log investigation findings will be provided in the follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occured, and no medical intervention was required. The type of drug during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Investigation type: eitan medical investigated the event log. Investigation findings: no indication of under-delivery was observed; therefore, the complaint of under delivery cannot be confirmed based on event log. Conclusion: no irregularities were observed during the treatment. The accuracy of the device cannot be determined solely by the event log. Eitan medical has requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow-up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occured, and no medicl intervention was required. The type of drug during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.